Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable elecsys ft4 iii assay result for 1 patient tested on a cobas 8000 e 801 module compared to a lumipulse. The ft4 iii result from the cobas was 2.28 ng/dl. The ft4 result from the lumipulse was 1.84 ng/dl. The result in question was reported outside of the laboratory. There was no allegation of an adverse event. The cobas e801 serial number was (B)(4). The investigation is currently ongoing.

Manufacturer narrative:
The patient sample was tested at an investigation site. When comparing the elecsys tsh assay data from the investigation site cobas e801 compared to the customer's limipulse result, the tsh data is discrepant. Refer to the medwatch patient identifier (B)(6) for information on the tsh data. The customer also provided siemens centaur results for ft4. Refer to the attachment. Discrepant results are highlighted. The cobas e801 serial number used at the investigation site was 14d9-06. The ft4 iii reagent lot was 380330 with an expiration date of dec-2019. The calibration and qc data from the investigation site was acceptable. From the information provided and the analysis thereof, a general reagent issue most likely can be excluded. To the differences of the tsh and ft4 values generated with the different types of analyzers: it needs to be taken into account that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.